Manufacturer narrative:
A complete lead was returned in one piece. Visual inspection of the lead found procedural damage to the optima sheath consistent with those occurring at the time of implant/explant. Electrical testing did not find any indication of conductor fractures or internal shorts. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported oversensing was not confirmed.

Event description:
The lead was explanted and replaced due to oversensing observed on the electrocardiogram. The patient was stable. Further information was not available.